Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "possible intracapsular rupture of the left device."

Event description:
Physician reported "possible intracapsular rupture of the left device." Device remains implanted.